Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding an unidentified issue, front for the tool head is complete was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the harmonic ace was not identified. Front end was complete. The front end of the tool head is complete. The procedure was completed with no reported injury.